Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set with pre-attached holder had cut tubing. It was reported that 1000 devices were affected.

Manufacturer narrative:
Correction: it was reported that bd vacutainer® safety-lok¿ blood collection set with pre-attached holder had cut tubing. It was reported that 1000 devices were affected. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set with pre-attached holder had cut tubing.